Manufacturer narrative:
The pump was received with a blank display due to a faulty component on the interface board. No beeping or constant tone was noted during testing. The pump had a stripped battery cap at the coin slot area, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the display window corner and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient reported via phone call that she woke up to her insulin pump having a blank display and constant tone. The patient's blood glucose at the time of incident was 60 mg/dl. The customer stated that there was a crack on the insulin pump. She was also unable to remove the battery cap. The insulin pump will be returned for analysis.